Event description:
It was reported that there was a particle on the filter of a small volume intermate. This was noted after compounding with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter: address (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14g004 was manufactured july 9, 2014-july 14, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.